Event description:
The customer contact reported that the pump was retuned to the biomedical engineering department with an unsigned note that stated, "broken." No tracking info was provided; therefore, specific info, pump programming, or event details were not available. During testing at the user facility, the pump did not sound an audible alarm tone during an alarm condition. There were no reports of adverse patient events while the device was in clinical use. Though requested, no additional information was provided.